Event description:
It was reported that the patient wanted to make an adjustment to the patient¿s stimulation because for 4 days they were not getting therapeutic benefit and the patient had not been able to eliminate. Prior to the 4 days the patient was helped by the implant. It was noted that the patient went back and forth, it was always a problem and this had helped, but the patient panicked when it went this long. They had tracked the patient¿s settings and had tried program 2 at 8.5v and program 3 at 6.8v. It was reported that the patient had a loss of therapeutic effect. The low patient programmer battery screen was seen and the programmer batteries were changed and replaced with new alkaline batteries. It was stated that they were able to activate program 4 at 0.0v and adjusted stimulation until it was at 7v. The patient could feel the stimulation between their legs and felt stimulation in the area where the implant was located. It was noted that the stimulation was comfortable for the patient and they would try this for a while.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va083g4, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).